Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not went essure confirmation test". The patient's concurrent conditions included genital labial cyst and pelvic pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("hormonal changes- describe: I felt depressed and had outbursts"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss-specify which one: weight gain"). On an unknown date, the patient experienced mood swings ("hormonal changes: mood swings"), memory impairment ("memory was failing") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, alopecia, mood swings and pelvic pain had resolved, the depression, menorrhagia, vaginal haemorrhage, fatigue and memory impairment outcome was unknown and the migraine and weight increased was resolving. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy noted: (B)(6) 2015. Current weight 210 lbs received treatment for : pain, bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea (cramping) and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: pelvic pain was added. Outcome for dyspareunia, dysmenorrhea and pelvic pain were updated from unknown to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not went essure confirmation test". The patient's concurrent conditions included genital labial cyst and pelvic pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("hormonal changes- describe: I felt depressed and had outbursts"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss-specify which one: weight gain"). On an unknown date, the patient experienced mood swings ("hormonal changes: mood swings"), memory impairment ("memory was failing"), pelvic pain ("pelvic pain female") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, alopecia, mood swings and pelvic pain had resolved, the depression, menorrhagia, vaginal haemorrhage, fatigue, memory impairment and menstruation irregular outcome was unknown and the migraine and weight increased was resolving. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy noted: (B)(6) 2015. Current weight 210 lbs received treatment for: pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea (cramping) menorrhagia, irregular menstrual cycles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report was received: new event was added as irregular menstrual cycles. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not went essure confirmation test". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("hormonal changes- describe: I felt depressed and had outbursts"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss-specify which one: weight gain"). On an unknown date, the patient experienced mood swings ("mood swings") and memory impairment ("memory was failing"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, alopecia and mood swings had resolved, the depression, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and memory impairment outcome was unknown and the migraine and weight increased was resolving. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy noted: (B)(6)2015. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Case was upgraded to incident. Previously reported event injury was replaced with events per pfs: hormonal changes- describe: I felt depressed and had outbursts, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss-specify which one: weight gain, hair loss, abdominal pain, mood swings. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.